Manufacturer narrative:
The subject device underwent visual inspection and functional tests to assess the device status. The customer allegation was confirmed due to faulty charge coupled device. In addition, unit failed leak test due to cracked connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity be observed¿" reference page 39 as per IFU. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head exhibited image problem: picture was intermittent, bubbles were coming out of plug end. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient or user harm associated with this event.